Event description:
The surgeon reported that during cataract surgery, the phaco tip broke inside the pt's eye causing a posterior capsule rupture. As a result, an unplanned an anterior vitrectomy was performed prior to implanting the iol. The surgeon also stated that it will be necessary to perform a posterior vitrectomy to remove the nucleus material present in the pt's posterior pole and probably exchange the iol. Add'l follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to FDA on: 11/23/2009.